Event description:
A 36 khz manifold tubing was involved in an incident and was described as follows; while in the lap mode the aspiration continued even when the activation was off. Also noted was that the abdominal air pressure decreased because the aspiration don't stop. The green labeled part was attached to the pinch valve, but when the tube was removed a little bit, the valve shut down. The unit was in contact with the pt, but there was no injury or delay in the surgery as a result of this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.